Event description:
The complaint is reported as: "non-malleable metal guide for placement- during insertion". "During insertion the swg was too stiff enough - the patient is fine and no harmed was reported."

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly. The assembly was returned partially disassembled and the straightener cone was not provided. Visual examination of the guide wire revealed three kinks/bends along the body. The bends/kinks in the guide wire were located 38, 386, and 580 mm from the proximal end. The total length of the guide wire measured to be 601 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the guide wire measured to be 0.804 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was able to pass through a lab inventory introducer needle and catheter with slight resistance encountered at the kinks. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a kinked guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained three kinks/bends along the body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "non-malleable metal guide for placement- during insertion". "During insertion the swg was too stiff enough - the patient is fine and no harmed was reported."